Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote support services (rss) showed offline after troubleshooting during a server migration. The field service engineer (fse) re-established the network connection on the station and completed the server synchronization successfully. After rebooting, the station synced properly, and the customer was able to access medications. A hardware test application (hta) was run, and the test passed successfully. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote smart service was showing offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.